Manufacturer narrative:
The following sections were updated/corrected/added: b4, b7, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure" was confirmed with empirical evidence based on the information provided. Available information suggests patient factors and procedural have likely contributed to the event. As per information provided, patient had a pacemaker and dense chords affecting the grasping area. Likewise, the patient also had an eustachian ridge, which influenced the device maneuvering. All these anatomical challenges might have difficulted the assessment of leaflet capture and lead to an slda, which was detected after 7 months of implantation. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in the tricuspid position. Seven months later, there was a single leaflet device attachment (slda) with the first device implanted and a reintervention was performed. During the index procedure the first pascal precision ace device was implanted on the junction of the posterior/anterior (p/a) commissure attached to septal and a second device was placed posterior to septal. However, seven months later, a slda of the septal leaflet was observed and a redo was performed. The device was implanted in the anterior-septal(a/s) position with a 2-8 orientation. This reduced the leak but still left a large severe jet of tricuspid regurgitation (tr) due to the posterior leaflet involvement. Additional implants were not placed due to a possible leaflet tear of the posterior leaflet either resulting from the original slda or causing the slda. The initial tr grade was torrential and was reduced to severe post-procedure. There was a large leaflet coaptation gap of between 15-20mm. Patient is being worked up for potential transcatheter valve replacement case if appropriate.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case